Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot 87317li00 for complaints dealing with potential false reactive results above the determined s/co range of 1.00 -2.13 s/co in fa28sep2018. This complaint is not related to fa28sep2018 as it was opened for potential false reactive patient results above the range of 1.00 - 13 s/co. To confirm if the range of 1.00 -2.13 s/co listed in fa28sep2018 is correct, 300 patient samples that tested as nonreactive on a reference reagent lot number, were tested on the complaint and field action reagent lot number 87317li00. The population testing did not identify any patient sample that showed s/co values above the determined s/co range. Additionally, comprehensive customer data analysis of architect havab igg data for field action lot 87317li00, showed that the overall reactive rate for this lot is comparable to non-impacted lots. The reviewed data indicate that the impacted range determined in field action fa28sep2018 is correct and that lot number 87317li00 is performing in line with all other reagent lots when comparing the performance above the impacted range of 1.00 -2.13 s/co. Additional investigation identified a manufacturing error for lot numbers 87316li00/87317li00. The 12 months tracking and trending review did not identify a trend for the complaint issue for lot 87317li00. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for architect havab igg, lot 87317li00 for the customer's complaint.

Manufacturer narrative:
This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported (B)(6) architect havab-igg results. The results provided were: with lot 87317li00 initial (B)(6)/ repeated with lot 92425li00 = (B)(6). The customer sent the sample for testing on the vidas analyzer with total (B)(6) and they are unable to test for (B)(6). There was no reported impact to patient management.